Manufacturer narrative:
H10: the sample was received for evaluation with a minicap on the dark blue female connector. A visual inspection with the naked eye and magnification noted the female connector was separated from the light blue main body of the twist clamp. Functional testing including leak, clear passage, and twist clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a peritoneal dialysis (pd) transfer set. This issue occurred during use of the device for peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Weight - (B)(6) (units unspecified). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.